Event description:
The patient presented in the ER after receiving multiple inappropriate hv therapies due to oversensing. The lead was capped. Insulation break was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.